Event description:
Joint pain, burning chest pain, numb arms, muscle pain, tired, anemia. I've had many tests and missed work since getting mentor gel implants. I can barely walk from joint pain. Anemic eye problems, lung infections. FDA safety report ID# (B)(4).